Event description:
Patient with shiley 6 dct - to be replaced with same. Difficult trach change. When completed the rt noted that the trach that was inserted was a shiley #8 fenestrated trach that was packaged in a box marked shiley 6 dct.